Event description:
Pt status post mitral valve replacement, coronary artery bypass x1, & pacer insertion with low magnesium level on 5/20/1998. Md ordered 2 gm bolus of magnesium to infuse over 2 hrs. Magnesium hung and a short time later the imed alarmed. At that time it was noted that the imed was set at 500cc/hr rather than 50cc/hr. After infusion pt's rhythm changed (no qrs) and pacer utilized immediately with qrs re-established.